Event description:
The customer reported an ECG error; however, insufficient information is available to determine if this is a pads or leads ECG malfunction. Therefore, this will be considered a pads malfunction.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.